Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.